Manufacturer narrative:
The insulin pump had moisture damage found on the electronics and motor. It was also received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was returned that the customer's mother accidentally put the insulin pump in the washing machine. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.